Manufacturer narrative:
B5 describe event or problem - additional. D4 serial no - correction. H2 correction/additional information. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient called in due inaccurate reading on her recent wearables. Per customer she ended up in the hospital (B)(6) due to a coma. The patient said her daughter found her lying on the floor and called 911. When the emergency medical team (emt) came (unspecified time), they did a bg fs and she was at 1048 mg/dl. She can't say what the dexcom egv was or if it was working at that time. She really don't know what happened since she was already unconscious. She does not know whether treatments were administered before going to the hospital, and who provided them. She stated also that there were no symptoms prior to her losing consciousness. The patient stayed in a hospital for 3 days but can no longer remember the exact date she was discharge. The patient doesn't remember the treatments administered and who provided them at the hospital. The patient is doing fine and stable. The root cause of the customer¿s experience was undetermined. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2025 at 10:35 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 9 days and 11 hours and ended due to unknown reasons on (B)(6) 2025. There was no bg calibrations attempted during the sensor session. During the time period leading up to the reported event, including the morning of the event, the egvs were above 400 mg/dl (high). The high glucose alert was set to vibrate, and the alert was vibrating every 5 minutes with a couple of short interruptions due to signal loss events. No additional event or patient information is available.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. On 12/10/2025, it was reported that the patient called in due inaccurate reading on her recent wearables. Per customer she ended up in the hospital (B)(6) due to a coma. The patient said her daughter found her lying on the floor and called 911. When the emergency medical team (emt) came (unspecified time), they did a bg fs and she was at 1048 mg/dl. She can't say what the dexcom egv was or if it was working at that time. She really don't know what happened since she was already unconscious. She does not know whether treatments were administered before going to the hospital, and who provided them. She stated also that there were no symptoms prior to her losing consciousness. The patient stayed in a hospital for 3 days but can no longer remember the exact date she was discharge. The patient doesn't remember the treatments administered and who provided them at the hospital. The patient is doing fine and stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.